Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options but thought the issue was postural. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options but thought the issue was postural. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient went into the clinic for testing, and the s-ICD system did not pass in any sensing vector. Subsequently, the s-ICD system was turned off, but remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options but thought the issue was postural. The s-ICD system remains in service. No adverse patient effects were reported.